Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: c4tr01 ipg, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that theres increased and high threshold and no capture on the right atrial (ra) lead due to dislodgement. The lead was capped and replaced. It was also reported there was battery depletion prematurely. The device was explanted and replaced. No patient complications have been reported as a result of this event.